Event description:
During an l4-5 and l5-s1 microdiscectomy procedure in our main operating room, the tip of the suture delivery (x close plus - kr medical technologies) broke off and was fished out prior to closure with the suture still attached. X close plus system used x2.